Event description:
It was reported that following an implant, the pt experienced neck pain and a headache. During the implant procedure, the hcp "nicked the dura", "patched" the leak, and removed the ins system.

Manufacturer narrative:
(B) (4).